Event description:
Upon removing the sheath, the outer sheath broke and shaft of the sheath started to uncoil. A portion of the device remained inside the patient's body. A snare was then used to retrieve the device.

Manufacturer narrative:
Patient code: removal of foreign body is not listed in the instructions for use. Device code: separates is not specifically listed in the instructions for use. Product was returned in a used and damaged condition: the sheath separated about 10 cm from the tip with the coil intact. The edges at separation were ragged with slight elongation. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised instructions for use (IFU) issued on 04/16/2010. Quality control requires 100% inspection, "insure correct inside diameter and outside diameter of tubing." And "confirm surfaces of sheath and dilators are free of excessive dents, bumps or scratches." In addition, the IFU cautions the end user. "All catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage; however, a definitive root cause cannot be determined from the information provided. Although 100% inspected for sheath size and integrity, the sheath was confirmed to have separated. Review of the device history record was not possible as no lot number was supplied. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. This occurrence is relevant to a CAPA, which has been implemented with a revised IFU. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage; however, a definitive root cause cannot be determined from the information provided. We are continuing to monitor complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor for similar events.